Manufacturer narrative:
Block a1-4: the customer declined to provide the requested information. It was reported that on the morning on (B)(6) 2020, the dash 4000 did not broadcast an audible asystole alarm in the patients room. The patient was resuscitated however, expired on 26 may 2020. The customer biomed engineer noted only a clicking sound when testing the device. The customer did not allow ge healthcare (gehc) access to the device to download log files or perform additional testing. They also declined to answer additional clinical and technical questions related to the event. At around the same time of the event, the cic central station (to which the dash 4000 was networked) shut down due to an uninterruptible power supply (ups) failure. Gehc engineering reviewed the cic log files which showed that the patient was admitted at 05:58 on (B)(6) 2020. The cic shut down at 07:05 and function was restored at 10:22 after the ups battery was replaced. At 10:23, the log files showed a warning-level brady alarm was asserted for which there is a both visual and audible notification at the cic. Additional alarms, including hr lo, brady and pause, were asserted and at 10:31, a crisis-level asystole alarm was provided. Gehc has concluded that the loss of audio function at the dash 4000 was likely caused by a hardware component wear out of the 2kx8 serial eeprom located on the dash main cpu board. This dash 4000 was manufactured in 2010. Gehc previously informed customers that, effective 30 june 2019, devices with this product code would be at end of product and service support status.

Manufacturer narrative:
UDI not required. Legal manufacturer: (B)(4). Ge heathcare's investigation is ongoing at this time. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the dash 4000 did not alarm when the patient experienced a change in condition. The patient was transferred to ICU and expired two days later.